Event description:
A system operator reports the laser stopped tracking during a procedure. The procedure was completed and the surgeon indicated he did not feel the patient was harmed or injured from this event. Add'l information provided indicates the patient is overcorrected (+2.25 diopter) and is experiencing a 1-line decrease in bcva at 2 weeks post-op. Add'l information has been requested. This report is for the left eye.

Manufacturer narrative:
The investigation, including root cause determination is in progress.